Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Technical services (ts) discussed turning this feature back on with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and returned due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the smart pass feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Technical services (ts) discussed turning this feature back on with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and returned due to an unknown reason. No additional adverse patient effects were reported.